Event description:
It was reported that the patient's pump had alarmed a few days previously, but was running normal now. The patient expressed concern that he may be getting too much or or not enough medication at times and wonders if the high humidity in his area would have any impact on this. The patient stated that he has been experiencing headaches and an increase in his blood pressure which he is monitoring and for which his doctor is aware of. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: retraction for 3012307300-2022-14978.